Manufacturer narrative:
(B)(4)

Event description:
It was reported intermittent loss of left ventricular capture was observed. The patient was asymptomatic. The issue was resolved after a stimulation vector change was made. The patient condition was good after the change.